Event description:
It was reported that 8mm medium-large clip applier instrument had a frayed cable. The customer reported event has no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive 8mm medium-large clip applier instrument to perform failure analysis. The instrument was analyzed and found to have a frayed grip cable at distal end.